Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information received. No corrective actions can be assigned at this time. It is necessary to have the product sample to perform a proper investigation and determinate the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges the adaptor on the tube comes out when the patient is on ventilation. Alleged malfunction reported as occurring during use. It was reported there was no injury or consequence to patient.